Manufacturer narrative:
The test strips were requested for investigation. The test strips were returned for investigation where they were tested using a retention meter and retention controls. Testing results with vial #1 (qc range = 2.3 - 3.5 inr): qc 1: 2.3 inr. Qc 2: 2.3 inr. Qc 3: 2.3 inr. Testing results with vial #2 (qc range = 2.3 - 3.5 inr): qc 1: 2.3 inr. Qc 2: 2.3 inr. Qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 at 2:12 pm the result from the meter was 6.0 inr. The patient was immediately retested from a new finger and the result was 5.7 inr. The result from the laboratory within 4 hours was 4.26 inr. The patient's warfarin dose was based on the laboratory result. The patient's therapeutic range is 2.0-3.5 inr.